Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. Per the patient, it was high settings. The indication for pump use was intractable spasticity. The patient reported that she had been having issues ever since the pump was implanted. The trouble with the pump was that it was not providing adequate medication. She stated that she had a nuclear medication study where her healthcare provider (hcp) mixed dye in a solution and put that in the chamber, but nothing/no dye came out when it was checked 72 hours later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that because the patient had a decrease in response, a catheter issue was assumed. The cause of the issue had not been determined. With regards to any external, environmental, or patient factors that may have caused or contributed to the issue, the hcp noted ¿not to our knowledge¿. The patient was scheduled for a revision on (B)(6) 2022. Prior to the procedure, the patient requested to have the pump removed and not revised. The pump was removed as requested. The pump was found to be functional prior to the removal with no catheter concerns noted in the or (operating room).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was a catheter issue, possible disconnect or fracture. Oral baclofen was given for treatment of withdrawal signs or symptoms. The patient was referred back to neurosurgeon for catheter repair. The patient's weight was asked but unknown. No date had been set yet for surgery.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.